Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had no idea of an event that might have led to their device not working. The rep ran an impedance check which showed that all electrodes were out. They stated that the patient was to them when they got an appointment with the physician to get the leads fixed. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the lead (s/n (B)(6)) found that there was suspected body fluids in the lead, but there was no performance impact. Analysis of the lead (s/n (B)(6)) found that the conductors were broken at the anchor site. Conductors 0, 1, 2, 5, 6, and 7 were broken 28.4 cm from the distal end. Analysis of the implantable neurostimulator (s/n (B)(6)) found the battery was functionally okay and there were insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was trying to set up an appointment to have the ins reprogramed. They had the ins turned all the way up and couldn't feel it at all; the controller said it was on. No further complications reported. Additional information was reported that the patient met with a rep because they were unable to get stimulation in a few months. An impedance check was run and all electrodes were 10k ohms. The rep started at a few different ones and they all stayed 10k. The patient is not aware of any event that took place where he thinks his leads might have broken. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep). The rep reported that there were high impedances. The rep reported that the patient had a fall 5 years ago, stimulation changed but still worked at that time. The rep reported that ¿5 weeks ago¿ something changed and it didn't work. The patient saw a rep in office and high impedances were reported. The impedance check showed greater than 10,000 ohms for every electrode. The rep reported that the battery replacement was scheduled for the day of the report. The rep reported that when the battery was switched out, connectivity wasn't able to achieved with the existing leads. The leads were explanted and replaced as well. The issue was resolved. No further complications were reported.